Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all orders and patients were not crossing over. The customer confirmed malfunction occur when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders and patients were not crossed over to all stations. A technical support specialist (tss) checked the services and found that the external messaging service had stopped. The tss started the service, and the messages drained. The customer gave permission to close the case. The system functioned as intended after the technical support specialist resolved the issue.